Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. After battery installation unit power up and display froze after count up followed by an unexpected constant tone. Unable to perform a21 alarm and displacement test or verify a21 alarm and down load due to frozen display. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original m/b board was removed and replace with a test m/b board. No anomalies was notice after battery insert. Problem isolated to m/b board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the repeated "e21" alarm after battery replacement. The event involved product(s) mmt-712ews. Troubleshooting was performed and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-712ews.